Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (check therapy electrode messages) was confirmed by the distributor. Upon receipt at the distributor the electrode belt passed incoming functionality testing. During the distributor evaluation an intermittently shorted pulse wire was found in the cable connecting ECG "a" and ECG "b". The wire was shorting to diode d705. The root cause for the short could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode messages.